Event description:
A 3.5mm diameter x 18mm length ave gfx stent was inserted into the obtuse marginal coronary artery. It was not possible to inflate the stent delivery system balloon. Therefore, the stent and delivery system were pulled back from the coronary artery. Upon retraction of the stent delivery system into the guide catheter, the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent. The stent was successfully snared and removed from the pt. Subsequently, the guidewire position across the lesion was lost and the target vessel closed down. The pt was sent to coronary artery bypass surgery. There was no additional clinical sequelae reported relative to the event.